Event description:
Boston scientific crm received information that this left ventricular lead exhibited increased thresholds. A lead malfunction was suspected. A revision procedure was performed; the lead was removed, replaced, and returned to boston scientific crm for analysis. Initial analysis testing revealed that the lead was fractured. The lead was forwarded on for further detailed analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned and a fracture was confirmed at 269mm from the terminal pin while evidence of a suture tie down was found 281mm from the terminal pin. The outer insulation revealed a kink at the fracture location, while the inner insulation was completely breached. All four fractured inner coil wires revealed areas of fatigue as well as areas of overload. Three of the wires in the coils revealed evidence of a titanium rich inclusion at the origin which is likely titanium carbo-nitrides from the manufacturing process. Also, one of the fracture surfaces of the wires on the distal side showed evidence of electrolytic pitting. These indicated the gap between the two wires was small enough and there was enough body fluid to allow a current to continue to be passed after they were fractured.